Manufacturer narrative:
Block e1: initial reporter phone (B)(6) exceeded character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the physician used an extraction balloon to remove the detached guide catheter. Block h11: product analysis was unable to confirm the reported event of device use of device issue - user error. Additionally, media imaging did not confirm the reported event of guide catheter break as the guide catheter was not seen in the photo. The advanix-naviflex delivery system was not returned for analysis; therefore, a technical analysis could not be performed. A media inspection was performed of a photo provided by the complainant, and it was observed that the pull wire was dislodged. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the guidewire was inside the patient during the attempted deployment as the IFU states "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used in the distal common bile duct to treat a pancreatic cancer during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the advanix stent was successfully deployed. However, the guide catheter was detached when the naviflex delivery system was removed from the patient. The detached guide catheter was removed using rat tooth forceps but was unsuccessful. The physician then used an extraction balloon, and the guide catheter was successfully removed. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed."

Manufacturer narrative:
Block e1: initial reporter phone (B)(6) exceeded character limit for the designated. Field. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the physician used an extraction balloon to remove the detached guide catheter.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used in the distal common bile duct to treat a pancreatic cancer during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the advanix stent was successfully deployed. However, the guide catheter was detached when the naviflex delivery system was removed from the patient. The detached guide catheter was removed using rat tooth forceps but was unsuccessful. The physician then used an extraction balloon, and the guide catheter was successfully removed. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed."